Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample was returned for evaluation. The safety clip was missing. The tuohy borst adapter was open and the 2-way stop cock was closed. The distance from the tuohy borst adapter to the pin vise handle was 10 mm. There was a kink in the outer sheath at the guiding tube. The stent graft had been released and was missing. The outer sheath was slightly elongated in the area of the kink. The tip with the marker band was torn off and included. A syringe without liquid was attached to the 2-way stop cock. The reported event was confirmed. Based on the information available to date, the cause of the event is unknown. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.

Event description:
It was reported during stent placement in an a/v fistula, the stent was placed successfully. The doctor initially went with the catheter through an existing stent to place the second stent. When the doctor was removing the catheter, the tip of the catheter became caught, possibly on a strut. The tip of the catheter broke off. The tip did not migrate and was retrieved successfully. There was no patient injury reported.